Manufacturer narrative:
No evaluation was performed due to subject device not being returned. Review of the device history records was performed which confirmed no inconsistencies. A complaint history review did not identify additional complaints filed for the manufactured lot. Reportedly, there were no internal processing issues that would contribute to the nature of the issue. Per results of the investigation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the t1 was successfully deployed. T2 implant would not deploy. It is stated that the sales representative instructed the surgeon on how to reach t2 implant deployment. After following the sales representatives direction, the surgeon was able to deploy t2 implant. In trying to reduce the rear in the meniscus, it was reported that the knot would not slide and that the suture broke at the knot. It was reported that the physician had to cut out the sutures. It is stated that all visible suture was removed and that adequate fixation as achieved complaint issue notwithstanding. (B)(4).